Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported lubrication never was activated, lubrication gel was not observed. Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Upon further review by abbvie medical safety, it has been determined that the reported event of "lubrication never activated" and "didn¿t have the lubrication gel" for two keller funnels is considered non-serious. The keller funnels were discarded and not used with any patient. There was no report of user or patient harm. Considering the device is not required and a backup device could be obtained, if the event were to recur, it would not be likely to result in serious injury or death. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "lubrication never was activated" and "lubrication gel was not observed" in a keller funnel. Device was "discarded and not used with any patient". Healthcare professional was using the keller funnel after the expiration date of the device.

Manufacturer narrative:
Correction to b5 description of event, h6 adverse event problem: though a serious injury has not occurred in relation to this report of lack of lubricity, abbvie will conservatively consider this a reportable malfunction. Clarification to d4 device information: lot number was provided as 22f09c, but the information is not populating. Manufacturing and expiration dates for this lot number have been added to the record. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: n/a; "lubrication never was activated"; keller funnel used after its expiration date. Additional, changed, and/or corrected data: b5, b7, d4, e1, g1, h1, h4, h6, h11.